Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no report of patient involvement.

Manufacturer narrative:
Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. The vaporizer was disassembled and metal contamination was noted at the rotary valve/sump cover interface, resulting in an effective deepening of the valve control groove, leading to output deviations.